Event description:
The customer reported a fault preventing work. The fse reported there was no fluoroscopic image. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable was faulty. No conclusion can be drawn as repair information was not reported.